Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell of the bike and landed on the pump causing the touch screen to shattered. Subsequently, an unknown malfunction occurred. The customer's blood glucose level was 108 mg/dl. Customer reverted to manual injections for insulin therapy.